Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument tip was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument tip was completely broken off. There was no observed intraoperative collision or misuse involving the instrument.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: from these images, it appears that a tiny piece of the teflon pad at the far end of the pad was missing. Additionally, the clamp arm appears broken at the point where it connects to the inner tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken clamp arm. There were no missing pieces from the clamp arm. Additional observation included the instrument was found to have teflon pad damage. Visual inspections showed that the teflon pad appears to be torn and the broken piece was not returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Corrected information is found in the following fields based on the updated primary product: d4 (product lot number and unique identifier number), and h4 (device manufacture date).

Event description:
Refer to h10/h11 for follow-up information.